Manufacturer narrative:
The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was continuously alarming for a "service required" message. There was no patient harm or injury reported.